Manufacturer narrative:
One unit was returned for evaluation. Visual inspection observed a split at the seam of the pilot balloon. A walk through of the manufacturing floor and process review was performed by the quality engineer. Lot 3055686 was running to review the blow moulding operation. No discrepancies were found. It was observed that the manufacturing procedures were being followed appropriately. However, during the plastic extrusion process there is a rare chance of the natural movement of the extruded tube before the moulding process causes a misalignment that may provoke the weak union on the balloon pilot side. Instructions for use state that the integrity of the cuff and inflation system should be checked prior to insertion. Instructions for use also warn to guard against cuff damage by avoiding contact with sharp edges. The most probably root cause for this event is the movement of the extruded tube before the blow moulding process. Preventative action against leaking was taken in response to a previous complaint to address the possible root cause for leaking. These actions included the manufacturing procedure revised to include a water leak test with 5.0 psi air pressure applied. Also, a visual aid was created to describe the water leak test to the operators. And lastly, quality procedure was revised to include the verification of the seam of the pilot balloon and an image of a defective unit was added as reference. No other action will be taken for this specific event as no lot number was provided; therefore we are unable to determine if the failure mode was generated pre or post implementation of the above listed preventative actions. Preventative action personnel were notified of this complaint for heightened awareness.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was in use with a patient when the cuff pressure was found decreasing during suctioning. The patient is ventilatory dependant; the tracheostomy tube was replaced emergently. No incident related medical sequela was reported.